Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned unit was contaminated. Functionally, an attempt made to inflate the returned unit failed. Further examination showed that there was a hole on the main body of the cuff. Examination of the cuff body using the microvu showed that there is a crescent-shaped hole that measures 0.26 in length. It was reported that a leak from the cuff was detected from the old tracheostomy tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur when the cuff body came in contact with a sharp utensil or object. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use any sharp instruments such as forceps or hemostats that would damage the cuff when tapering it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a leak was found from the patient's stoma, and the ventilator was not holding pressures and v olumes. An emergency trach change was done, and a new tracheostomy tube was inserted accordingly. The patient tolerated the procedure well and fully recovered. A leak from the cuff was detected from the old tracheostomy tube that was removed and recovered.